Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.

Event description:
Reporter alleged that a neonate received the following results: 41 mg/dl from a heel stick sample on inform system 1 at 10:10 am 265 mg/dl from a venous sample on inform system 1 at 10:14 am 282 mg/dl from a venous sample on a lab system at 10:14 am 230 mg/dl from a venous sample on inform system 1 at 10:15 am 265 mg/dl from a venous sample on inform system 1 at 10:17 am 255 mg/dl from a venous sample on inform system 2 at 10:19 am 70 mg/dl from a heel stick sample on inform system 2 at 10:22 am no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.